Event description:
It was reported that a revision surgery was needed to replace a creo rod that fractured and migrated out of the patient's skin with subsequent loose locking caps 3 years post operatively.

Manufacturer narrative:
The device was available for evaluation. It was reported that the patient was implanted in (B)(6) 2023 from t9-pelvis. Images show a rod fractured between l4 and l5 on the left, and a rod fractured between s1 and s2ai on the right, along with migrated locking caps. The fractured piece on one side had migrated outside the patient's skin and was not available to be returned for evaluation. This rod was not seen to have been fractured from its separate image submitted. It was reported that the patient was seen by the doctor 3 months post-op, and had not been available for follow-up 6 months post-op. The was patient was reported to have healed from the protruding migrated rod without infection. Other implants from the same construct that were removed in the revision surgery after the described event were returned and evaluated. No determinations could be made as to the cause of the reported issue. The following sections been updated: b4; d4; d9; g6; h3; h4; h6; h10.

Manufacturer narrative:
The implant has not been returned at this time for evaluation. The cause of the reported issue cannot be traced at this time.

Event description:
It was reported that a revision surgery was needed to replace a creo rod that fractured and migrated out of the patient's skin with subsequent loose locking caps 3 years post operatively.